Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the heating wire. The silicone insulation on the cold jaw was peeled from the base of the jaw. A small part of the insulation was missing from both the sides of the cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled insulation.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw clamp piece fell off.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw clamp piece fell off.